Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The sensor prematurely detached and the customer was unable to obtain glucose readings. The customer experienced hypoglycemia, a loss of consciousness, and was unable to self-treat, requiring administration of glucagon injection from a healthcare professional (hcp) for treatment. There was no report of death or permanent impairment associated with this event.